Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an issue with air flows back into the side port occurred. It was reported that ¿at atrial fibrillation 2nd, during add ablation¿, there was a complaint from a physician that air was flowing back. The sheath was replaced, and the procedure was completed without patient consequence. Air was not being introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)2021. The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an issue with air flows back into the side port occurred. It was reported that ¿at atrial fibrillation 2nd, during add ablation¿, there was a complaint from a physician that air was flowing back. The sheath was replaced, and the procedure was completed without patient consequence. Air was not being introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of back pressure test of the vizigo¿ sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on vizigo¿ sheath. Per the event, flow and pressure test were performed, in accordance with bwi procedures and no issues were observed. Values were observed within specifications. A device history record (DHR) was performed for the finished device 00001658 number, and no internal action related to the complaint was found during the review. Based on the DHR, the h4. Device manufacture date has been updated. No malfunction was observed during the product analysis. The instructions for use (IFU) contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)